Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a backup alarm failed error code (1104). There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator displayed a backup alarm failed error code (1104). After replacing the central processing unit (cpu), the customer called philips back and requested the option codes. The rse provided the option codes for activation and noted that the system meets the specification for the performed service and is returned to use.